Event description:
Philips received a complaint from customer biomed reporting error code 1124 (battery failed) occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the battery failure error occurred after implementation of a field change order. The battery was from an outside vendor. The rse advised battery replacement. Investigation is ongoing.

Manufacturer narrative:
The customer biomedical engineer (bme) replaced the battery as advised. The unit powered on and functioned normally on battery and ac power sources. The bme confirmed the device indicated battery was charging. The device was operational and returned to service after all repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.